Manufacturer narrative:
The reported complaint of a leaking quattro catheter (lot # 93843) was confirmed during functional testing. A bond leak was observed at distal end of medial 1 balloon. The probable cause of the bond leak issue was due to latent material defect. Visual inspection of the returned quattro catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture. Dried blood residue were observed in the catheter's balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The returned quattro catheter was connected to a pressurized inflation device and immediately a bond leak was observed. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 93843. The attending nurse was not aware of catheter check as recommended in the IFU and operator's manual when the saline bag was noticed to be empty, resulting in to an infusion of three 500 ml bags. There was no adverse impact on the patient due to saline infusion. Zoll coordinated refresher training and provided a job-aid for the staff.

Event description:
During ivtm therapy, customer reported that they changed the 500 ml. Saline bag on their patient three times since the night shift. Customer stated that the quattro catheter (lot #93843) was replaced with a new quatrro catheter to continue with ivtm therapy. Catheter dwell time was less than 3 days. Patient was being constantly attended by an assigned nurse. No alarm noted on the thermogard system. No impact or consequence to patient was reported.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, customer reported that they changed the saline bag on their patient three times since the night shift. Customer stated that the quattro catheter (lot #unknown) was replaced with a quatrro catheter to continue with ivtm therapy. No known impact or consequence to patient information was provided.

Event description:
During ivtm therapy, customer reported that they changed the 500 ml. Saline bag on their patient three times since the night shift. Customer stated that the quattro catheter (lot #93843) was replaced with a new quattro catheter to continue with ivtm therapy. Catheter dwell time was less than 3 days. Patient was being constantly attended by an assigned nurse. No impact or consequence to patient was reported. In following up for additional information, the nurse later confirmed that they did not remember hearing the alarm.